Manufacturer narrative:
Additional narrative: no patient involvement date of device breakage is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the service history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported the black handle on the sliding mechanism broke off. It was reported that the handle broke during sterile processing. It is unknown how the handle broke. The device may have been dropped. There was no patient involvement reported. This report is for one (1) sliding mechanism. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Service history review for part # 314.291, lot # 10-7739: no service history review can be performed as part number 314.291 with lot number(s) 10-7739 is a lot/batch controlled item. The manufacture date of this item is 22-nov-2010. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A device history record (DHR) review was performed on part # 314.291, lot # 10-7739: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 01.jun.2010. No non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair evaluation: the customer reported the black handle of the sliding mechanism broke off. The repair technician reported the handle was broken into two pieces. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product development investigation was performed on the returned subject device at customer quality (cq). The 314.291 lot number 10-7739 sliding mechanism was returned. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. The device was returned and reported that the handle had broken off during sterile processing. This condition is confirmed; the black handle has broken off at its base where it connects to the metal portion of the sliding mechanism. It is likely that over six years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition; however, this complaint is not likely a result of any design or manufacturing related deficiency. No new malfunctions were observed during the course of this investigation. The 314.291 sliding mechanism is an instrument routinely used in the collinear reduction clamp system. The device was manufactured in 6/2010 and is six years old. The balance of the returned device is in fairly worn condition with markings and superficial wear along its length. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.